Manufacturer narrative:
The investigation for the access site bleed and thrombus has been completed. The pump was returned for investigation with the broken catheter between the repo unit and the pump. The returned product was upon investigation, biomaterial was noted on the cannula near the catheter and the cannula was noted be slightly kinked. The ptt value is200 during the time of bleeding after insertion of gwru in the cath lab. The root cause of access site breeding is determined to be use issue because successful hemostasis achieved by applying purse string suture. Added d9 device return date.

Event description:
The complainant reported that a patient experienced active bleeding from their impella cp access site during support. A purse string suture was placed coinciding with a femstop to manage the condition. Four units of packed red blood cells were given to counteract the blood loss and support continued for one more day until planned escalation. Upon removal of the device, a clot was seen on the tip of the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿